Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator. It was reported that at the start of a procedure (pacemaker replacement) the lifepak external defibrillator screen shut off and screen shut down. No more beeping for heart rate. It was noted there was no patient impact. Additional information was received from the hcp via the rep. It was reported that the lifepak shut off and it was restarted. It was noted that it was not noticed if the lifepak shut off when the handpiece was activated. It was noted the generator was still in use and the handpiece was discarded after the surgery. The rep noted the issue was resolved by the lifepak being restarted and the procedure was completed successfully. It was noted the cause was not determined. It was noted the patient demographics were not available. The rep noted the lifepak was restarted and the procedure was completed successfully.